Manufacturer narrative:
On 05apr2016, a fse was dispatched to the customer site and inspected the instrument. During the inspection of the instrument, the fse found that the error message occurred due to a possible issue with the liquid sense ground cable. This was replaced and the instrument was able to function without subsequent errors and the issue was determined to be resolved. No further action was required by the fse. The aia-360 instrument was performing within specifications. A 13-month complaint and service history review for serial number (B)(4) was performed. There were no complaints similar to the reported event. The aia-360 operator's manual, service manual and training manual were reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-360 instrument. Further, per the manual (s) receiving error message "2011" (air detect sample), this means there is no contact with the liquid surface after sample suction. The user is advised to contact the service department. The probable cause of the event was a broken liquid sense ground cable. This report is being submitted due to a retrospective review under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer reported to the technical support specialist (tss) they were receiving error "2011" (air detect sample) on tosoh sample cups, patient samples, and qc with their aia-360 instrument. The customer stated that the device started up normally; however the error reoccurred even after rebooting. The error began midway through the qc run. The samples were moved around the carousel, but the error continued. A field service engineer (fse) was dispatched. This event is being reported as the customer was unable to run samples which caused a delay in reporting results (patient samples) for ctni 2 and ckmb assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.